Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other four proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement was attempted in the calcified right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 9fr and during the tavi procedure the sheath was upsized to a 18fr and 22fr sheath. Reportedly, a suture break occurred with five proglide devices. The sutures of two additional proglide devices were successfully pre-placed in both access sites. When the tavi procedure was completed, the successfully pre-placed proglide sutures achieved hemostasis. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device was not returned. It was initially reported that the device would be returned for evaluation. Subsequent information revealed the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, two sterile devices with lot #50311k2 were returned for evaluation. Functional testing was performed on the returned devices and the devices passed with acceptable results. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. No manufacturing issues or abnormal observations were detected.